Manufacturer narrative:
Device evaluated by manufacturer: as the device has not been returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, the stent dislodged. The 75% stenosed lesion was located in a severely calcified mid left anterior descending artery. The liberte bare (mr) ous 32mmx 3.50mm stent dislodged from the system inside an unknown guide catheter during insertion of the device. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.